Event description:
Surgeon was using the bone harvest. Explained it was not harvesting the bone as supposed to, removed from surgical field. New stapler obtained which functioned correctly.

Event description:
Surgeon was using the bone harvest. Explained it was not harvesting the bone as suppose to. Removed from surgical field. New stapler obtained which functioned correctly